Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, multiple occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issues. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.